Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial flutter in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that air entrainment was noted after transseptal puncture, when the sheath was placed into the left atrium and the dilator and guidewire were removed. The suction was applied from the side port, but the air continued to be aspirated from the hemostatic valve to the side port. The cs catheter was inserted into the patient's body when the air was observed. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. An infusion pump was used for irrigation of sheath. The flow rate was 20ml/h.